Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown. Patient sex unknown. Weight unknown. Additional PMA/510(k) number: k101880.

Event description:
It was reported that the implant (tsvt6b8) was noted to be spinning in the osteotomy with buccal perforation. The implant was removed and the site bone grafted, and additional appointment made for another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A tapered screw-vent implant (tsvt6b8) was returned with an implant mount for investigation. Visual inspection of the returned product identified bone residue consistent with use surrounding the external threads of the implant. The neck and collar of the implant showed signs of use but no visual damage. Visual and dimensional comparison of the implant with the drawing specifications (pd-tsvt6b8 rev. B) verified that the implant was consistent with design. The implant mount was able to assemble with the implant without issue and showed no sign of damage. The implant was located at dental position #3 (universal) and was placed and removed on the same day. No x-ray images were provided for the reported event. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants - 4869 rev 7-01/16 information identified: contraindications, warnings, precautions, breakage. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported buccal perforation. The reported complaint could not be verified as it is a medical condition event that involves patient bone quality and surgical technique. Also, no x-rays were provided for the event. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.